Manufacturer narrative:
The company representative examined the system and replaced the ultrasonic driver printed circuit board (pcb). The system was then tested and met all product specifications. The company representative reported that the equipment is not aspirating properly. It was unclear if the company representative was refering to the handpiece or the system. No sample returned for evaluation. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause of the reported event could not be determined conclusively. (B)(4).

Event description:
A nurse reported during a cataract extraction procedure while the surgeon was performing emulsification, a failure occurred. Additional information provided indicated a system message displayed. The system was turned off and on five times, managing to conclude the case successfully following a delay of less than 15 minutes. There was no harm or injury to the patient.